Manufacturer narrative:
The 00mlx lightsource was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. Failure analysis - visual inspection showed that the returned lightsource was in used condition with the power entry module singed and melted. Cooling fans were in working condition, but dust was noted in the fans and ventilation. Additionally, the investigation showed that the device did not have any loose wiring or components. Everything was in place, and it did not look like it had ever been damaged from a fall. The worst of the melting was on the outside, the power cord and the rear power input module and fuse holder was also melted close. Two closest wires inside the chassis near the line filter seem to be melted as well and part of the inside of the chassis was blackened from smoke. From a service evaluation perspective, no cause is apparent. Root cause- the reported complaint is confirmed. The returned 00mlx light source is in used condition with scorch marks and melting damage to the power entry module. No apparent cause was found within the unit components or wiring. The damage appears to be consistent with blocked ventilation, preventing the cooling fan from properly functioning which led to overheating/burning. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Medwatch uf/ importer report#: (B)(4) was received on 18aug2021 with the following information: "while a cardiac case was under way in operating room 2 on the west campus, an 00mlx headlight box caught on fire. The headlight box was plugged into an emergency outlet but was not powered on since there was no headlight attached. The staff started to smell smoke and a flame came out from the back of the box. The nurse immediately unplugged it causing the flame to disappear, and the box was moved out of the or into the hallway where no further damage occurred. There was no harm to patients or staff. The headlight was given to clinical engineering for assessment."

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the power source of the xenon lightsource (00mlx) caught on fire when it was not powered on. There was no patient injury reported and delay in surgery is unknown.